Manufacturer narrative:
Event summary: the patient data files showed at least three applications were performed with catheter 2af283/74895 on the date of the event with no issue. Upon visual inspection of catheter 2af283 / 74895, results showed that the luer was broken. Smart chip verification indicated the catheter was used for four applications. The catheter passed electrical integrity test and the performance as per specification; impedance was also within specification. Inflations were sustained for more than two minutes. In conclusion, the returned balloon catheter failed the product returned inspection due to broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, the balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.